Event description:
It was reported that 290 bd discardit¿ syringes' had blister leakage. The following information was provided by the initial reporter: "blister leakage".

Manufacturer narrative:
The manufacturing location for this product is (B)(4) india. This site is not registered with the FDA. Therefore, bd corporate headquarters in (B)(4) has been listed in manufacturer name, city and state and MFR site and the (B)(4) FDA registration number has been used for the manufacture report number. Investigation summary: there are no samples and 27 photograph along with the reported complaint of multiple defects. The investigating team has used the retention samples of material number: 302438 and lot number: 1121609,1136652, 1156573 for investigating the reported defect. The investigation and simulation were carried out on ten retention samples where the investigating team has visually tested the samples for multiple defects and no multiple defects was found in the ten retention samples. The following actions are work in progress 2. Blister damage- for blister damage chain issue was identified and leading to laminate holding thus causing cutting issues. Chain replaced and frequency set to replace chain after every three years. All the actions above will be monitored for effectiveness check for the period of 6 months and reviewed by the oqc team in the weekly oqc meeting. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation.